Manufacturer narrative:
The customer provided photos of a pump module with door open and platen removed. The membrane frame shows the upper hinge with a crack that extends from the base of the hinge outward in both directions. The hinge shows evidence of previous signs of fluid ingress. The root cause of the customer¿s report of an over infusion which was allegedly a result of a cracked platen membrane frame was not identified. No device was returned for investigation.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of insulin which was allegedly a result of a cracked platen membrane frame. There are no further details of this event, and no patient harm was reported.